Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2016-00215, 2122870-2016-00217. (B)(4).

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's unicel dxi 600 immunoassay system (serial number (B)(4)). The customer reanalyzed the sample two (2) additional times on the same unicel dxi 600 immunoassay system, and obtained lower results within the assay's normal reference range. The elevated accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This MDR addresses the results obtained on (B)(6) 2016. MFR # 2122870-2016-00215 addresses the results obtained on (B)(6) 2016. Calibration and qc (quality control) parameters were recovering within expected ranges at the time of the event. The system check data was not provided. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.